Event description:
On 02 june 2025, senseonics was made aware of an incident where reported inaccuracy in sensor readings. No injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. After escalation, user was assisted with a re-linking of their sensor and was informed that once complete, user will send back to initialization phase. The linking process was completed successfully by the user. Furthermore, user was educated that they should never enter anything other than a true bg meter value from a finger stick, when calibrating. Entering an "estimated" value or using a value from the eversense cgm or another cgm, can disrupt the calibration and lead to significant deviations in the sensor readings.

Manufacturer narrative:
B4. Date of this report 31 august 2025. G3. Date received by the manufacturer? 31 august 2025. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.